Event description:
The customer reported when the device user selects 70 joules the device is displaying and firing at a different level of energy. There were no errors in the status log or auto test summary. There was no report of patient involvement.